Event description:
It was reported that the patient set temperature is 37 and reading 36.7 and the temperature is not moving to reach patient set temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device catalog number has been corrected in section d4. The method, result, and conclusion codes have been corrected in section h6.

Event description:
It was reported that the patient set temperature is 37 and reading 36.7 and the temperature is not moving to reach patient set temperature. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.